Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed on the rv lead during a routine generator change out. Electrical function of the lead was tested and observed with no anomalies detected. No further information.